Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: multiple consecutive call service alarms were observed on (B)(6) 2014. There were no call service alarms or any other warnings or errors occurring during the investigation. Product analysis was unable to duplicate the reported call service alarm complaint. Unrelated to the initial complaint, the display screen was observed to be dim and faded upon start up.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. The reporter stated that a call service alarm had occurred 3 times in 30 days. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.